Manufacturer narrative:
The device was explanted but not available for return. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the implant site. The site was drained and the patient was given oral antibiotics. Subsequently, the physician decided to explant the device. Post-explant the patient was given IV antibiotics and did not require hospitalization. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.